Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Catalog#: 110010249 g7 osseoti 4 hole shell 62mm h lot#: r3411298a. Catalog#: 010000870 g7 neutral e1 liner 44mm h lot#: 3287528. Catalog#: 010001040 cocr fem hd 44mm type 1 +6mm lot#: 3109661. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
A journal article was retrieved from the bone and joint journal (2021) that reported a study from (B)(6) that looked at the wear rates of large head metal-on-poly articulating total hip arthroplasties at two different sites. The purpose of the study was to test the hypothesis that the use of larger head sizes would not increase vepe wear. Patients were enrolled from december 2014 to february 2017. The study reviewed a total of 96 patients that received zimmer biomet total hips. After further exclusion, 88 patients were included in the results and were divided into two groups with 44 patients receiving a 32mm diameter head and 44 patients receiving the largest possible head (36mm-44mm). All the implants used during this investigation were manufactured by zimmer biomet (USA). The g7 acetabular components used had two different, randomly assigned, porous coatings and came with three pre-plugged holes and were implanted with a 1 mm press-fit, without screws. The two cup surfaces comprised the traditional porous plasma spray and a novel porous titanium surface (osseoti). Neutral e1 antioxidant infused polyethylene liners were used in all patients. All patients received a modular cocrmo alloy head on a cementless echo bi-metric full proximal profile stem. The indication for surgery was primary osteoarthritis. The study population had a mean age of 63 years at time of surgery (range 55-71 years). Patients consisted of 43 females and 53 males. Follow-up was conducted radiographically at three months, one year, and two years postop. The study reported four patients underwent revision surgery; of which, one was revised due to periprosthetic femoral fracture. Attempts have been made and additional information on the reported event is unavailable at this time. Journal article: bone joint j 2021;103-b(7):1206¿1214.

Manufacturer narrative:
(B)(4) date of event: unknown day in (B)(6) 2014 through unknown day in (B)(6) 2017. Report source: foreign: (B)(6). Journal article: bone joint j 2021;103-b(7):1206¿1214. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.